Event description:
Complainant claims the knee tibial polyethylene liner was worn

Manufacturer narrative:
The evaluation confirmed the presence of wear. The damage was not evenly distributed on the articulating surfaces, indicating that nonuniform loading was present. No conclusions could be made at this time.